Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-36914 is a concomitant. Please refer to manufacturer report number 2016493-2024-36910, which captured the correct suspect device per investigation report.

Event description:
It was reported that the infusion was programmed incorrectly as the user did not use guardrails drug library. The customer is requesting bd to review the logs and stated that there were no concerns for malfunction. Bd received additional information. It was reported that the event involved "wrong infusion programming of a methotrexate infusion." The event occurred on 20 august 2024 at around 1700. The event resulted in elevated renal function; however, no additional medical intervention was performed and the patient reportedly "recovered." Although requested, additional information such as infusion parameters (the ordered rate of infusion) were not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion was programmed incorrectly as the user did not use guardrails drug library. The customer is requesting bd to review the logs and stated that there were no concerns for malfunction. Bd received additional information. It was reported that the event involved "wrong infusion programming of a methotrexate infusion." The event occurred on 20 august 2024 at around 1700. The event resulted in elevated renal function; however, no additional medical intervention was performed and the patient reportedly "recovered."